Event description:
It was reported that the pt experienced a surging sensation that was going on for a few months. The pt met with the MFR's rep for reprogramming a week ago. One of the leads wasn't working and they were programming around it. The pt was now having shocking jolting sensation in her arms and hands and very little stimulation in her neck. If the pt turned her neck a certain way the "stim bolts really hard." The stim was turned off. There was no known accident or incident related to this event. The pt was at home at the time of the report. Add'l info has been requested.

Manufacturer narrative:
(B)(4).